Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, black spots were seen embedded in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 12-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary: bd received one (1) sample and one (1) photo for investigation. After analysis, the photo shows embedded foreign material down the side of the tube. A visual inspection was conducted on the sample, and one out of one sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, black spots were seen embedded in one (1) tube. No adverse impact was reported regarding the patient or user.